Event description:
It is reported that immediately upon opening sealed package, they noticed a red piece of plastic adhered to the product.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. No additional info has been provided to date. A return sample for evaluation is not expected. Should additional info become available, a follow-up report will be submitted. The actual date of event is unknown, so the date used was the date convatec became aware.